Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.